Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, intra-operatively in a laparoscopic low anterior resection, the device was unable to fire, the device¿s jaws was held on the tissue, then it did not fire. They replace the device to complete the case and resolve the issue. The patent was alive with no injury.